Event description:
It was reported that the implant construct was separated and the supplemental fixation, four pedicle screws (unspecified manufacturer), were loose. A reoperation was performed to successfully remove the implant. We have been unable to obtain additional information regarding this event and the device; the role of the manufacturer's device in this event is not known.

Manufacturer narrative:
Device not available for evaluation.